Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes were observed due to oversensing in the ventricular sense/pace channel. Lead damage was suspected. The lead was capped.